Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer reports mass separated in layers like an onion. He said part of the barrier removed without difficulty but the rest stayed adhered to his skin and peeled away in layers. He uses allkare adhesive remover to his peristomal skin. He uses alcohol to his peristomal skin. He usually changes his wafer every 4-5 days.